Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced recurrent hyperglycemia, particularly after supply changes, and the customer was not announcing meals; the daughter confirmed proper supply change steps and planned a blood glucose meter check, and additional training was scheduled to address meal announcements and device use. Symptoms included persistently high glucose readings over 400 mg/dl without reported physical symptoms. Outcomes included prolonged time above range for a couple of hours without use of backup therapy, ketone testing, or medical intervention. Investigation included troubleshooting with the caregiver, education on correct supply change procedures, and arranging further training focused on meal announcements. Investigation of this case revealed user-related factors, specifically missed meal announcements, as the likely contributor to hyperglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed carbohydrate announcements.